Manufacturer narrative:
A steris account manager offered in-service training on the proper cleaning procedures of the lighting system; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the wall control and lighting system and found evidence of fluid intrusion in the circuit board of the wall control. This caused the lighting system to short and send on and off commands to the wall controller, subsequently causing the reported event. To resolve the issue, the technician replaced the wall control. The unit was tested, confirmed to be operating according to specification, and returned to service. Based on the technician's inspection, the cause of the reported event was attributed to improper cleaning practices by user facility personnel. The harmonyair a-series surgical lighting system operator manual states (8.1), "operator manual maintenance 8.1 cleaning equipment warning-personal injury hazard: do not attempt to clean lighthead unless power is turned off and the lighthead has cooled sufficiently. Caution-possible equipment damage: use of any disinfectant solution other than those listed here may cause discoloration or deformation on the lens surface and other system components: [?]" "The use of h2o2 + paa (hydrogen peroxide + peracetic acid) is strongly discouraged for use on all steris products. Always follow manufacturer instructions for concentrations and use of cleaning products. Do not spray any cleaning product directly onto the lighthead, integrated wall control (iwc) or any system components. Clean iwc screen with a clean, lint-free cloth dampened with 90% isopropyl alcohol. For other system components, dampen a clean, soft cloth with the cleaning solution and wring out the excess moisture." Steris has offered in-service training on the proper cleaning procedures for the lighting system and is awaiting a response from the user facility. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the wall control to their harmonyair a-series surgical lighting system displayed an error code and the light head was flickering resulting in a procedure delay. No report of injury.